Event description:
It was reported that during the explant procedure, the device failed to pace when the header was touched. It was also reported that there was difficulty disengaging the ventricular channel. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the explant procedure, the device failed to pace when the header was touched. It was also reported that there was difficulty disengaging the ventricular channel. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Battery depletion-normal.